Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation assumed that the output socket did not connect properly due to dust adhered to the device. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) support to report the event with the device and requested an fse onsite. The fse went onsite and was unable to duplicate the reported loss of image issue. However, the fse uncovered a bad scope which caused an on-screen error which was already known by the customer. The fse also found significant dust in the output socket of the light source and the scopes hanging in the closet with water droplets on the electrical connectors. The fse advised the customer to send the device in for cleaning and diagnostic check. Additionally, the customer was informed to keep the connectors dry and not to plug in or remove the endoscope from the processor and light source with the power on. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus of image issue observed from the evis exera iii xenon light source. There was no harm or user injury reported due to the event.